Event description:
An arthroscopic basket was being used to release the biceps tendon during surgery. When the bicep was released, the tip of the instrument broke leaving a small piece of metal within the joint. Surgeon was able to locate metal piece and safely remove it.